Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010, the patient was implanted with a bard/davol flat mesh and a bard/davol sepramesh as well as a non-bard/non-davol mesh product during a pelvic repair. The attorney's report alleges "pain and suffering", permanent injury, and defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant report only. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00312 for info related to the bard/davol flat mesh also implanted on (B)(6) 2010.